Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a faulty ac power. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer quoted a purchase order for the replacement of the device's power supply. However, the customer has not accepted the po, and the device remains unrepaired. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.